Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no vibration on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed related to complaint. Device failed functional testing. Further tests showed that the vibrator is defective. The complaint of no vibration is confirmed. The root cause was determined to be failed vibrator resistance measurement.